Event description:
It was reported that during implantation, the right ventricular (rv) lead was attempted on the right subclavian vein, however the lead occasionally "caught" in the sheath despite upsizing to a larger sheath. The lead was removed and the rv shock coil appeared to be disrupted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. The analyst noted that safe sheath introducers are designed to have a lead inserted into the hemostasis valve, then slit off. They are not designed to have a lead withdrawn from the hemostasis valve. Should an issue occur, the lead and introducer should be withdrawn together. Only damage to the lead is a bent helix.